Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk talar component; lot# unknown. E1: full establishment name -(B)(6). G2: foreign - event occurred in spain. G2: literature - hernández-jiménez, p., mancheño-losa, m., meléndez-carmona, m. á., mellado-romero, m. á., brañas, p., lumbreras-bermejo, c., vilá y rico, j. E., & lora-tamayo, j. (2025). Periprosthetic infection of transfibular ankle arthroplasties managed with implant retention: anatomical limitations of surgical debridement. Antibiotics, 14(3), 215. Https://doi.org/10.3390/antibiotics14030215. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago, a journal article was retrieved from antibiotics that reported a study from spain. The purpose of the study was to analyze our experience in the management of prosthetic ankle infections (pai) by focusing on the peculiarities of transfibular approach with special attention to cases managed with irrigation and debridement limited to the fibular plate. The study reviewed a total of 291 episodes of prosthetic joint infection (pji) at their center, 10 with ankle arthroplasties and of these 10, 7 were the transfibular approach. Protheses implanted via transfibular were tm ankler (zimmer biomet, warsaw, in). The indication for surgery was four patients with post-traumatic injury, two with arthrosis, and one with a chronic inflammatory disease. The study reported one patient had a revision ankle arthroplasty due to post-traumatic injury and subsequently developed an s. Aureus methicillin-susceptible infection 40 days post total ankle arthroplasty. An incision and drainage was performed with arthrocentesis. No ankle components were revised. Antibiotic treatment provided, no further complications reported. Radiographs at last follow up showed consolidation and patient ambulating without assistance. Attempts have been made and no further information has been provided.